Manufacturer narrative:
The customer indicated that no product is available for evaluation. Review of the complaint database indicates this is the only reported complaint of this type for this product code in the past 24 months. Smiths was unable to confirm the issue without benefit of returned product evaluation. The probably cause of the over-infusion would be the patient lying on the flush device. No additional action is necessary at this time. Smiths considers this MDR closed with this report.

Event description:
The reporter stated that physio was providing pt treatment and left the patient. "The transducer was connected to the cvp and was left under the patient. As the patient laid on the flush device, it bolused the 500ml flush bag into the patient." The rn noted that the flush was not under pressure. 100 mg of lasix was given after the 500ml bolus was discovered.